Event description:
It was reported by the customer that on (B)(6) 2010, the aiming beam fired straight out of the fiber at 105,363 joules. No injury was reported. The device was not returned to american medical systems for eval.

Manufacturer narrative:
Device #4:corrected data/additional information: received 9/23/10 from the user facility. The risk mgr. Advises our product did not cause or contribute to this revision surgery; therefore, this medwatch 3500a was not required. This is the same event as 1043534-2010-00384, 00385, 00386.

Manufacturer narrative:
Device #4: investigation is not complete. Trends will be evaluated. No complaint was stated against this component. Although several attempts have been made, a medwatch 3500a has not been received by the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00384, 00385, 00386.

Event description:
Allegedly revised during the revision of another component.